Manufacturer narrative:
The lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a vitrectomy performed, and because of this, the initially chosen lens (zct150 22.0 diopter lens) was not used and a different lens was then used. No additional information was provided.

Manufacturer narrative:
Correction: in review, this is a duplicate report of medwatch 9614546-2018-00437 . Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 9614546-2018-00439. Any additional follow up will be reported under medwatch 9614546-2018-00437. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.